Event description:
A react 71 was delivered using a tenzing 7. During delivery the react 71 caught on a stenosis, the tenzing 7 went distal and the react 71 advanced and unroofed the mca. Patient hemmoraged and died.